Event description:
Related manufacturer number: 2017865-2022-05369. It was reported that the patient's right ventricular (rv) lead had dislodged due to twiddler's syndrome and exhibited loss of capture with low r-wave sensing . X-rays confirmed rv lead dislodgement. During the lead revision procedure, the rv lead helix could not be extended due to tissue/clotting in fixation mechanism. Additionally, the implantable cardioverter (ICD) defibrillator set screw could not be engaged. The rv lead and ICD were removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the atrial set screw was tightened down, preventing the lead to fully insert into the lead bore, and fully stripped. The stripped setscrew prevented the torque driver from engaging the setscrew and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.